Event description:
The customer reported to olympus that the device image disappeared during angulation and then reappeared. It is unknown when the malfunction was identified. There was no harm or user injury reported due to the event. The customer reported to olympus, the endoeye flex deflectable videoscope experienced the image disappearing during angulation but returns. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The following issues were found during the device evaluation: the image disappeared due to damage on the charged coupled device unit during angulation in the up direction. Adhesive on bending section cover (a-rubber) had a scratch, and a chip. The venting connector of the light guide connector was loose. Due to damage of the lock engagement lever, the bending section could not be fixed firmly. The universal cord had a scratch. The video connector case had a crack. The video connector was deformed. The video connector case had a crack. The video connector was deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that he defect of the image sensor unit caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.